Event description:
The customer contacted abbott to report failed calibration for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer's instrument maintenance was reviewed and the customer was advised to decontaminate bulk solution line 1, clean the lenses, and check instrument message log. The message log revealed error code 5011 (motor step loss, solution 4 pump, processing center) was generated, therefore, the customer was advised to replace and calibrate the processing probe. After the customer performed the recommended maintenance, the recalibration of the rubella assay was successful. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.